Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "slightly stressed lymph nodes of 1.0 x 0.8 cm in size," and worldwide recall. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; g2.

Event description:
Patient reported right side "slightly stressed lymph nodes of 1.0 x 0.8 cm in size," and worldwide recall. The device has been explanted.